Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient representative that the patient "still has ventricular fibrillation going on," and the cardiac resynchronization therapy defibrillator (crt-d) "is not kicking in when [their] pulse is 172." The crt-d remains in use. No further patient complications have been reported as a result of this event.